Event description:
The customer contact reported "arcs" were noted when the ac power cord was connected to ac power. The pump was returned to the materials management dept with an unsigned note that stated, "vibrates and arcs when plugged in." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for electrical safety. No arcing was noted during testing. The power cord was identified as part of a customer notification dated august 19, 2009. (B) (4)